Event description:
Reporter alleged obtaining discrepant blood glucose values of 59 mg/dl back to back with a result of 347 mg/dl when testing was performed 9 minutes apart on the advantage system. Reporter stated on a different day another comparison of 83 mg/dl versus 155 mg/dl when testing was performed 2 minutes apart on the same system. Reporter indicated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.